Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the latest routine follow up visit in situ measurement showed all channels with high impedance. The user is non-verbal, so no concerns were reported prior to the appointment. The user has been ill with a head cold; however middle ear function for the side of concern was normal but abnormal for the other ear. No report of a bump on the head or trauma to the implant site. Gentle massaging of the implant site was attempted with no change in the measurements. An appointment with the surgeon was scheduled for (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally it is reported that the recipient has had a cold; however, the middle ear function for the side of concern was normal. There are no plans for revision surgery at this time.

Event description:
At the latest routine follow up visit in situ measurement showed all channels with high impedance. No report of a bump on the head or trauma to the implant site. Gentle massaging of the implant site was attempted with no change in the measurements. A decision to explant and re-implant is still pending. It is likely the parents will chose not to re-implant due to other health issues.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. The recipient was not re-implanted due to persistent csf leakage. This is a final report.

Event description:
At a routine follow up visit in (B)(6)2018, in situ measurement showed all channels with high impedance. No report of a bump on the head or trauma to the implant site has been received. The device was explanted.